Manufacturer narrative:
H2 additional information: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Troubleshooting was performed in a related case. Technical services had the clinical specialist (cs) replicate the issue in the other case and then open network device interface (ndi) toolbox within the application. When looking at the ndi image capture, the rep found that the camera was not seeing spheres in left or right passive window. When looking at position sensor 0 within ndi toolbox, the rep found the status message stating "permission denied". The cs stated that they were able to see the spheres on the frame enough to verify instruments before the issue occurred. There was no clear change to system, instruments, field that led to frame not being seen.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI#: unknown. Additional information added to b5. Annex g/img code updated to reflect added camera component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting information was received. It was reported that these steps were repeated on both systems identically (related cases): the clinical specialist (cs) opened network device interface (ndi) toolbox from application and updated time. Nditoolbox showed "permission denied" status message. Cs pressed camera icon to open ndi image capture window. Cs reported that the ndi image capture was blank. Technical services (ts) had cs hold passive cranial frame up to camera and press camera snap icon below file to capture an image. Left and right images both showed all 4 spheres on passive frame were glowing white, a photo was provided. On bottom right, connected light was green and tracking light turned green then yellow. Cs exited user application and logged into stealthadmin. From stealthadmin, cs opened nditoolbox and permission error message had disappeared. Cs opened ndi image capture and confirmed that passive cranial frame was still visible when taking a snapshot. Tracking and connected lights appeared the same as before. Both systems operated the same in application and stealthadmin profiles. Ts requested cs to swap cameras on the systems, but cs did not have tools available. Cs to return to site with tools to open system and swap hardware between the systems.

Manufacturer narrative:
H3, h6: an additional evaluation of the system was performed by a manufacturer representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. The 9735821r camera, lot p925836 was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had no significant physical damage. A check of the event log showed intermittent activity for firmware incompatibility and illuminator current low. There was also a storage temperature low message. The psu failed an accuracy test (aak) at .257mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0. H3. H6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while troubleshooting for another case, the clinical specialist (cs) found this system to show the same troubles with intermittent tracking. Cs reported that every few reboots the system was unable to track any patient tracker or instrument until after the toolcard was reloaded on the instruments screen. Cs tried covering each sphere of the tracker and instrument one at a time but was unable to resolve issue assuming due to instrument damage. No reported physical damage to camera. No patient was present.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.